Event description:
It was reported that the patient presented in clinic for a follow up. Insulation anomaly was observed. No electrical anomalies were noted. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.